Manufacturer narrative:
The lot number for the device was provided, therefore a lot history review will be performed. The device was not returned for evaluation; therefore the investigation is inconclusive as no objective evidence was provided for review. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0604580 port and catheter allegedly experienced a break and loose connection. The information was received from one source. No patient was involved and therefore patient information was not provided.